Event description:
The consumer was going down a ramp when the chair allegedly tipped forward. The consumer's mother was able to stop the consumer from falling, but her leg was allegedly trapped between the chair and the ground. The consumer allegedly sustained a fractured leg from the knee down as a result of the incident.

Manufacturer narrative:
This incident reportedly occurred several months ago. Equipment provider indicates that the control joystick has been damaged multiple times in the past suggesting that there may be other issues involved. While an definitive cause for the event was not established, the device does not fall under a voluntary field action (z-0930-2009) invacare previously launched. The field correction and additional repairs to the control joystick will be performed by the equipment provider.